Manufacturer narrative:
Submit date: 2/7/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the battery caught fire while attempting to take the battery out.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the service technician finding that the battery caught fire while attempting to take the battery out during triaging¿. Upon further investigation this issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.